Event description:
The pt received more medication that intended. The pump was programmed int he continuous mode to deliver 1140 mg of 5fu in 44 ml of d5w at a rate of 2ml/hr with a vtbi (volume to be infused) of 44ml, no kvo rate, and a container size of 44ml. The pump was programmed in the pharmacy and the therapy was initiated in the pt's home by homecare nurse. At an unspecified time, the 5fu therapy was started. Reportedly, the pt noted that the 5fu was completed in 18 hours instead of the intended 22 hours. The pt disconnected the tubing set, removed the pump, and notified the user facility. The pump was removed from clinical service. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.